Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra short sheath and a non-penumbra flow diverting stent. During the procedure, the physician placed the flow diverting stent using the benchmark and short sheath. Subsequently, it was noticed that the strain relief of the benchmark was leaking, and an air embolism was noted. Therefore, the benchmark was removed. The physician then treated the air embolism by partially aspirating using a non-penumbra catheter and the remainder by a dose of 100% oxygen. The procedure ended at this point. The patient was discharged on (B)(6) 2022 symptom free.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed the catheter was leaking due to a fracture underneath the strain relief. If the device is manipulated against resistance or at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks on the proximal shaft and stretching on the distal shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Air embolism is included as a possible complication with the benchmark intracranial access system. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.